Event description:
It was reported that at follow-up, several vt episodes were noted due to noise. Increased impedance was found. At revision, suspected insulation break was found before the bifurcation of the lead. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead measuring 20.2cm was returned for analysis. Analysis of the returned portion was normal. No anomaly found. Without the return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.